Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9008947. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our review of the retuned device identified a damaged needle tip and a needle end pushing out of the back of the needle hub. Unfortunately after a through review of the manufacturing process, the root cause for this complaint could not be finalized at the conclusion of our review.

Event description:
It was reported that the needle pierced through the bd pegasus¿ safety closed IV catheter system in the packaging and was found before use. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle through catheter after unwrapped the ret of pegasus snk" google translation: on (B)(6) 2019, the CT room operator found the tip of the needle wrapped in a catheter while opening the hinma box and contacted bd staff for a product complaint.

Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on 2019-07-04. At that time, the event of needle through catheter in unit package was evaluated as a non-reportable incident. New bd guidelines have since been implemented that changes the reportability determination. Therefore, this complaint is now considered to be an MDR reportable incident. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd pegasus¿ safety closed IV catheter system in the packaging and was found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that needle through catheter after unwrapped the ret of pegasus snk." (B)(6) translation: on (B)(6) 2019, the CT room operator found the tip of the needle wrapped in a catheter while opening the hinma box and contacted bd staff for a product complaint.